Event description:
It was reported that after another co's stent was deployed in the lad, the balloon became caught on the stent during removal of the stent delivery system. Attempts were made to free the balloon from the stent. Upon removal of the device it was noted that the balloon had separated in vivo. A retrograde dissection extending to the left main was noted. The pt was sent to surgery after a cardiac arrest. Reportedly the pt is doing well post-operatively. The device is being retained by the hosp.